Manufacturer narrative:
Please find below the analysis, and attached the report. Analysis of provided programmer files led to the following observations: gali 4lv sonr crt-d 2844, s/n (B)(6): on (B)(6) 2023, at the interrogation of the device, the patient information was not displayed. Gali 4lv sonr crt-d 2844, s/n (B)(6) : on (B)(6) 2023, at the interrogation of the device, the patient information was not displayed. Both events were probably due to a telemetry error which led to a software bug of the smarttouch which prevents the programmer that to decipher the patient data, an encryption key reading is required. When the event occurs, it is not needed to reprogram the patient data since there are still present in the device memory. A simple re-interrogation of the device is sufficient whilst avoiding telemetry errors (correct telemetry head positioning) before the programmer module is displayed. Corrective actions on the smarttouch software are ongoing to solve this software issue. No issue is suspected on gali 4lv sonr crt-d 2844 sn : (B)(6) and sn : (B)(6).

Event description:
Reportedly, the day after entering the patient data of the ICD implant, during the subsequent review, these data had been deleted.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the day after entering the patient data of two ICD implants, during the subsequent review, these data had been deleted.